Event description:
Boston scientific received information that the device had entered elective replacement indicator (eri) with an increased atrial threshold and decreased pacing impedance measurements of 220 ohms. Additionally, noise with oversensing was occurred, however, no pacing inhibition was observed. A revision procedure was performed and significant clavicular crush of the right atrial (ra) lead was observed. The device was explanted and the ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.